Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump error due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed power system error. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. Mother followed the steps to reset the insulin pump and the alarmed from troubleshooting. The pump alarmed power system error after three hours from previous troubleshooting. The insulin pump will be replaced. The insulin pump will not be returned for product analysis.